Manufacturer narrative:
Eval summary: the device history record (DHR) for the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported event. The company service rep found a defect on the rubber in cylinder of the k7 vacuum solenoid. The manifold drive ((B)(4)) was replaced. Performed the functional tests and safety checks to meet factory specs. Pump was returned to the customer. The part replaced was sent to the mfg facility at mahwah for eval. A supplemental medwatch report will be submitted once the eval is completed. (B)(4).

Event description:
Customer reported that the iabp was in use when it stopped pumping with generating messageof "autofill failure". The iabp pump was replaced with another cs300. No pt injury was reported.